Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 140mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify alarm and alarm in the alarm history due to motor error alarm during rewind. The insulin pump was unable to perform the displacement test due to motor error alarm. No cosmetic damage noted.